Manufacturer narrative:
The filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported they were injected in "cheek and eye area" with an unspecified juvéderm®. At an unspecified time later, patient developed extensive granulomas. The "granulomas" have not been confirmed with biopsy results. Patient was treated at a clinic with cortisone shock therapy and two hylase treatments. Patient noted the treatments have not improved their condition. Event ongoing.